Event description:
It was reported that the device had all three (charge pak, attention and wrench) icons illuminated. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control evaluated the device and verified the reported failure. The cause for the malfunction was determined to be excessive current leakage from the fl9 filter on the analog pcb assembly.